Event description:
It was reported that the customer was hospitalized for one day for having high blood glucose levels (360 mg/dl), and diabetic ketoacidosis. Customer was treated with injections while in the hospital. It was reported that the customer experienced high blood glucose levels after being discharged from the hospital. She took a correction bolus to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Customer is going through puberty.